Manufacturer narrative:
Additional information:(UDI#). Summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during analysis. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pneumonectomy, upon resection of overlap, the device was partially fired. There was a poor staple formation. There was medical or surgical intervention needed to prevent a permanent impairment of a function. The artery line had to be sewn. The resection was sewed to complete the case. The patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pneumonectomy, upon resection of overlap, the device was partially fired. There was a poor staple formation. There was medical or surgical intervention needed to prevent a permanent impairment of a function. The artery line had to be sewn.